Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that upon a fluoroscopy, the atrial lead exhibited an insulation breach. During repositioning, the lead exhibited loss of sensing, loss of capture, and low impedance. The lead was explanted and replaced. The patient tolerated the procedure well and would be monitored.